Event description:
Pt was revised to address pain in the hip. The stem was loose.

Manufacturer narrative:
Examination of the returned items finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.